Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in canada who received lioresal 0.5 mg/ml at an unknown dose. The indication for use was not provided. The physician inquired about how to confirm whether a pump was flipped or not. The "tip" or top of the pump was facing medial rather than superior. Later, the patient had claimed to flip their pump back over manually. Troubleshooting was discussed. There were no symptoms reported. It was also reported that it was unknown if the patient was experiencing symptoms currently with the pump flip. It was also unknown what troubleshooting occurred, actions or interventions taken, or resolution to the pump flip. No product will be returned at this time. Continued efforts were being made to attempt further information from the physician, but nothing further to date was received. No further complications were reported/anticipated.